Manufacturer narrative:
During functional testing at zoll medical corporation, the device displayed "system fault 36," "defib disabled," "pacer disabled," and "defib fault 72" messages. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.